Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was initially reported that the lens did not advance correctly and had to be removed from the patient's eye. In follow-up, it was reported that the lens was partially delivered into the patient's eye. The surgeon removed during the same procedure and replaced it with the same model lens. The customer also reported that the product will not be returned for evaluation. Reportedly, there was no injury to the patient. No further information was provided.

Manufacturer narrative:
The manufacturing record review was performed. All process operations presented in the manufacturing record were in compliance. All tests results showed a pass condition. No deviation or non-conformance report (ncr) related to the customer claim was generated. No damaged components were reported. A review of process manufacturing instructions in the change control system was done during the period when this production order was manufactured and did not show any change in the manufacturing method or specifications that could be related for this complaint type. The documentation shows that the production order was manufactured according to specifications. The product met manufacturing release criteria. All pertinent information available to abbott medical optics has been submitted.